Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead the patient encountered a fall. It was also reported the ra lead exhibited high thresholds. The reported fall resulted in loss of lead slack. Ra lead revision was performed, and the lead remains in use. No patient complications have been reported as a result of this event.